Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 28, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the lens with several cuts. The lens was cleaned and presented with damage at the haptic/optic junction. No further evaluation was performed. The complaint issue "hm-halo vision", "hm-visual disturbance- dysphotopsia" and "pt-explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown/ not provided. (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to dysphotopsias /halos. The patient is doing well on (B)(6) 2024 visit. No other information was provided.